Event description:
The surgeon noted the device was not firing immediately; instead it had a two or three second delay and the clips were also noted to be loose. A second device was used and worked without incident. It is unknown if the second device was of the same or different lot number.